Event description:
It was reported that the patient presented prior to routine generator change. Upon device interrogation it was noted that the right ventricular lead had pacing impedance measurements less than the lower limit. Fluoroscopy revealed that both the right atrial and ventricular lead insulations were damaged. Both leads were capped and replaced on (B)(6) 2024. The patient was discharged.

Manufacturer narrative:
H4 - device manufacture date was unavailable.